Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type lead. Product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).

Event description:
It was reported that impedance measurements were taken and there were many pairs greater than 10,000 ohms, all pairs with 3 were greater than 10,000. No patient symptoms were reported. A longevity calculation was requested based on current programmed parameters. It was noted that cycling was enabled. Estimation of battery life from date of implant was 10 months and currently estimated remaining battery life was 0 months.

Manufacturer narrative:
Concomitant medical products: product ID: 37082, serial# (B)(4), product type: extension. Product ID: 37082, serial# (B)(4), product type: extension. Product ID: 3888, serial# (B)(4), product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient.

Event description:
Additional information from the health care professional of the clinical study reported the patient did not have high impedance prior to the explant. The subject was explanted and discontinued from the study.